Manufacturer narrative:
Based on the photos received with the initial complaint, there is clear evidence of gradual degradation, as indicated by the presence of dark debris from wear and the polished surface of the broken tube, both resulting from prolonged use in this condition. This pattern of wear suggests that the facility has not conducted any inspections or maintenance on this bed, as outlined in the qd2250ml rexx fast bed user manuals' preventive maintenance steps. We are still awaiting the return of the product for a thorough investigation to determine the final root cause.

Event description:
Bed collapsed with person in the bed. X-rays were negative, but the resident is experiencing back pain.

Manufacturer narrative:
As per the inspection conducted by our internal team on september 17, 2024 and it was identified that the bed had shows obvious signs of long-term maintenance related neglect. The initial reason for the collapse was due to the bearings falling off the main frame roller brackets. Visible indications of metal fatigue were present which only provided marginal support to the bearing's outer rings. This is a clear indication of leg's cross bar long term failure that remained unnoticed. The maintenance outlined in the owner's manual provides sufficient guidance for proper preventive maintenance when followed. We have reviewed complaints and adverse events related to this device, and no other concerns or trends were identified. This incident appears to be isolated and falls within an acceptable level of risk based on the existing risk mitigation's in place. A replacement for the defective bed has been provided to the customer, hence the defective one will be scrapped.

Event description:
Bed collapsed with person in the bed. X-rays were negative, but the resident is experiencing back pain.